Event description:
It was reported that there was overpressure during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overpressure during procedure.

Manufacturer narrative:
Alleged failure: kristen, onsite, when trying to use the buttons it is delayed and when trying to turn up the presure it auto goes t o40 and will not go down and it has beeping noise that will not go away, the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a worn foam cushion on the front panel causing phantom touches to occur on the display. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.